Event description:
Terumo medical corporation received the following information: it was reported that the angio-seal hemostatic valve and dilator were not clicking together. The event occurred before use on the patient during preparation.

Manufacturer narrative:
E3: occupation: radiographer. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed for sheath and locator assembly difficulty since the sample was not available for evaluation. Without a sample, the exact root cause cannot be determined. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).